Event description:
It was reported that the left ventricular (lv) lead exhibited undefined high impedance. It was noted that the lv lead had been turned off in the past. It was also reported that the right ventricular (rv) lead exhibited a monitored high threshold. The rv lead remains in use the lv lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 5071-53 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.